Event description:
Customer called to report that the synchron cx3 delta generated falsely high carbon dioxide (co2) results on three patient samples. The results were reported out of the laboratory. However, when anion gaps flagged the samples, five of the samples were rerun and three of the reports were amended. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and found that certain hardware parts required replacement and maintenance. The fse replaced the co2 measuring electrode and the electrolyte injection cup (eic) drain valve. The fse also cleaned the flowcell. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).